Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024 at 4:30am, the patient's daughter received a phone call from the patient's partner. The patient's partner stated the patient was unresponsive and not waking up and the dexcom did not provide an alert. At 5:00am, the patient's mother called an ambulance to the patient's home. The patient was transported to the hospital. Event details could not be remembered by the reporter or the patient. It is unknown what the bg or cgm values were during the time of the event. The patient stated they were administered medication but could not recall what the medications were. Once the patient stabilized, they were discharged from the hospital the same day. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.